Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. It was noted that the pump was too high in the scrotum and the reservoir migrated. The ipp was explanted and replaced. There were no patient complications reported.